Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion site infection on (B)(6) 2026. The infusion site used was located on the right side of the abdomen. The patient experienced pain and redness at the site and also developed a fever. The patient visited their family doctor on (B)(6) 2026 and was prescribed levaquin. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.